Event description:
It was reported that: during anesthesia induction, the user tried to ventilate the patient with manual ventilation, but the patient could not exhale due to the expiration valve was closed. The user opened the dome of the expiration valve and tried to pick up the ceramic valve, but the valve was hard to separate. The valve then became unstuck and visual inspection found it had green circle remains. After wiping clean, the user used the ceramic valve disc upside down and ventilation functioned normally. No patient injury.

Manufacturer narrative:
Evaluation is pending, information will be provided in a follow up report.